Manufacturer narrative:
Age or date of birth: average age. Sex: majority gender. Date of event: date of publication journal article title: transjugular portosystemic shunt reductions: a retrospective single-center experience j vasc interv radiol 2019; 30:876¿884. Https://doi.org/10.1016/j.jvir.2019.01.031. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient death 3 days after procedure due to tips reduction.